Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 1 low event was detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) values of 44 to 52 mg/dl were recorded at 04:19:18 am to 04:34:21 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 04:14:21 am on (B)(6) 2020. The user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): (B)(6). Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Bg cause was not known. Customer consumed carbohydrates and drank orange juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.